Event description:
During review of a literature article involving a da vinci assisted robotic procedure titled, "double inferior vena cava, an uncommon but relevant anatomical anomaly in surgery for lower rectal cancer: a report of two cases" (kawamura, m., et al, 2023), the following incident was mentioned. During a da vinci assisted low anterior resection (lar) procedure, the presacral vein was injured while mobilizing the rectum and hemostasis could not be achieved. The procedure was converted to open, and the pelvic cavity was packed to achieve hemostasis. There was a total blood loss of 5.8 liters and a massive blood transfusion was required. The patient returned to the operating room the next day to complete the procedure and was extubated 2 days later. After completion of the surgery, a pelvic abscess developed and required percutaneous drainage. He was discharged on postoperative day 35. There was no report that a da vinci device malfunctioned during the procedure.

Manufacturer narrative:
There was no report that a da vinci device malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information. Source: mikio kawamura, shinji yamashita, hiroki imaoka, tadanobu shimura, takahito kitajima, yoshinaga okugawa, yoshiki okita, masaki ohi and yuji toiyama double inferior vena cava, an uncommon but relevant anatomical anomaly in surgery for lower rectal cancer: a report of two cases kawamura et al. Surgical case reports (2023) 9:162 https://doi.org/10.1186/s40792-023-01738-0 blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field b3 reflects the publish date of the article as the actual event date is not provided in the article. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because the system used is a generic system number with no device manufacture date. A generic system was used as there is insufficient information to determine when the procedure occurred and which specific system was used; therefore, no system logs are available. Site review found that the davinci xi system was in use at the facility in 2023.